Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient came in to have stimulation checked as he can¿t turn stimulation up as it states unable to reach desired settings. The manufacturer representative interrogated the stimulator and did impedance check. Every contact on the lead is red and >1000 ohms. The patient denies falls, lifting, pushing or pulling anything. The representative advised patient to contact their doctor's office about options. No patient symptoms reported. The representative stated the cause of the high impedance was unknown. The patient was going to schedule a follow-up appointment with their doctor and the issue was not resolved at this time.